Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side deflation. Device remains implanted.

Event description:
Patient additionally reported events of pain and "pocket in my chest was beginning to close." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a flat crease, wear abrasion, yellow particles in the inner surface and one curved opening on the anterior. A leak test and microscopic analysis was performed which identified one sharp opening on the anterior. A dimension measurement in the shell was performed which identified the thickness was within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening due to an unidentified (tear) opening.